Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated evidence of short battery life. During a visual inspection of the pump, evidence of moisture ingress was found in the battery compartment and on the battery cap spring. The battery compartment was also observed to be cracked. A leak test was performed and confirmed a battery compartment leak. No alarms were emitted during testing. Current draws measured within specifications. The pump case was removed and no further evidence of moisture ingress or damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not last as long as expected. The battery was allegedly changed; however, the short battery life issue recurred. The battery compartment was also reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.